Event description:
The rv lead was returned to the manufacturer by a funeral home. There is no allegation the death was device related. The lead was analyzed and subsequently tested out of specification.